Event description:
The anesthesia tech was setting up the pressure monitoring kit. They went to run the solution through the central venous pressure (cvp) channel and it leaked. There was a crack near the stopcock.============================================ manufacturer response for pressure monitoring kit., pressure monitoring kit======================they are sending a replacement. And the rep. Will pick up the broken device.